Event description:
The advocate called on behalf of a (B)(6) customer. She alleged that his contour link meter gave a blood glucose reading of 12.7 mmol/l, while a lab test result was 6.7 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement strips were sent to the customer.